Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to open the clip and the unintentional movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The cds was advanced to the left atrium and the clip was attempted to be opened to cross the valve; however, the clip would not unlock. During the attempts to unlock the clip, the cds moved forward unexpectedly about 1 cm. The m-knob was taken off and the cds jerked backwards. The cds was then removed from the anatomy with the clip, and was replaced. Two clips were then implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficulty positioning the device was not confirmed. Device analysis indicated that the clip was difficult to open; however, the clip was able to open with standard troubleshooting by retracting the lock lever to 5mm past the blue line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficult to positon and clip actuation issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.